Event description:
It was reported that an ilet charger was not functioning as expected, as the device did not charge despite removal of the hard case and use of an alternate charger during troubleshooting. Symptoms included no alerts or alarms and no clinical effects. Outcomes included provision of replacement supplies and completion of user education and troubleshooting. Investigation included technical support review and guided troubleshooting. Investigation of this case revealed a suspected malfunction of the external charging accessory consistent with charger failure. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.